Manufacturer narrative:
Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely a solvent bond leak. The lot hx8113 had expired when the device was used. Larger od tubing corrective action implemented (B)(6) 2020. This lot was manufactured prior to the implementation of corrective action. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked blood during use. No injury was reported.